Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor was not alarming when the 'not able to sense patient' message was displayed on the monitor during use. The monitor did not alarm to notify 'not sensing patient' when the patient removed CPAP, and was not consistently alarming when the patient's spo2 sensor came off. The sensor was reported to get knocked off without triggering an alarm. There was an allegation that the extension cable, which was over 4 years old, may have a short. It was also suggested that alarm priority settings for sensor disconnect and sensor off may not be set to high.  The mother of the patient replaced the sensor, which helped somewhat, but the monitor still was not alarming as expected. The use of a maxa sensor was noted, with replacement every three months. The caller was advised to have the alarm priority settings reviewed and to check the cable for possible issues.  No patient complications have been reported as a result of this event.

Event description:
It was reported that the monitor was not alarming when the 'not able to sense patient' message was displayed on the monitor during use. The monitor did not alarm to notify 'not sensing patient' when the patient removed CPAP, and was not consistently alarming when the patient's spo2 sensor came off. The sensor was reported to get knocked off without triggering an alarm. There was an allegationthat the extension cable, which was over 4 years old, may have a short. It was also suggested that alarm priority settings for sensor disconnect and sensor off may not be set to high. The mother of the patient replaced the sensor, which helped somewhat, but the monitor still was not alarming as expected. The use of a sensor was noted, with replacement every three months. The caller was advised to have the alarm priority settings reviewed and to check the cable for possible issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information:h1,h2,b5 new information received on 12-15-25. The event has been updated with the following information: additional occurrences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.